Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("constant cramping pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraine in the morning"), abdominal distension ("bloating"), alopecia ("hair loss"), loss of libido ("loss of libido"), feeling abnormal ("my mind us not all cloudy, chilly weather") and pain ("body ache"). The patient was treated with surgery (full hysterectomy and tubes removed, left only ovaries). Essure was removed. At the time of the report, the abdominal pain lower, migraine, abdominal distension, alopecia, loss of libido, feeling abnormal and pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, feeling abnormal, loss of libido, migraine and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("constant cramping pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraine in the morning"), abdominal distension ("bloating"), alopecia ("hair loss"), loss of libido ("loss of libido"), feeling abnormal ("my mind "us" not all cloudy, "chilld eather"") and pain ("body ache"). The patient was treated with surgery (full hysterectomy and tubes removed, left only ovaries). Essure was removed. At the time of the report, the abdominal pain lower, migraine, abdominal distension, alopecia, loss of libido, feeling abnormal and pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, feeling abnormal, loss of libido, migraine and pain to be related to essure. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.